Event description:
The device would not hold peep. The customer support engineer verified a peep leak. The inspected the device and replaced the autozero solenoid. The unit passed extended self testing.